Event description:
Customer reported receiving professional medical treatment after putting compact plus blue control solution in her eyes. No reportable product malfunction. A request was made for the return of the product, replacement was sent.